Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead exhibited high thresholds and not capturing. The lead was surgically abandoned. A new lead was implanted. No additional adverse patient effects were reported.